Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed during atrial lead analysis. An alternate analyzer was used to complete the analysis. The application remains in use. No patient complications have been reported as a result of this event.